Event description:
It was reported that patient presents for postoperative wound check in light of recent drainage. Patient had wound washout and implantable pulse generator (ipg) site re-sutured. The patient was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: n/a. Batch: 28953033. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7081145.

Event description:
It was reported that patient presents for postoperative wound check in light of recent drainage. Patient had wound washout and implantable pulse generator (ipg) site re-sutured. The patient was doing well. Additional information was received that the patient underwent an spinal cord stimulation (scs) explant procedure.